Manufacturer narrative:
Device is disposable and was not returned for eval.

Event description:
A customer reported to a sales rep that a pt had a stereotactic breast biopsy on (B)(6) 2010. The biopsy was done without complications and compression was held at the incision site for about 20 minutes. However, the pt returned to the hosp later that day for a hematoma and possible av fistula. The pt underwent surgery to stop the bleeding and was given 2 units of blood. The pt is a renal transplant candidate currently on dialysis. Pt status is currently unk.